Event description:
The manufacturer received information alleging active exhalation purge valve closed and active exhalation proportional valve opened test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.

Manufacturer narrative:
The manufacturer previously reported alleging the active exhalation purge valve closed and active exhalation proportional valve opened test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device's system board with daughter board had caused the active exhalation purge valve closed and open test steps to fail on the device. In conclusion, the device's system board with daughter board needs replaced to address the issue. The root cause is confirmed at this time. The device will be scrapped. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the handle o-ring and rubber feet were replaced due to missing on the device. This was unrelated to the reportable issue. The handle and warning label were replaced for physical damage unrelated to the reportable issue. The reported failure of system board with daughter board is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.